Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for one unknown screw. Implant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of original implant reported as more than one year ago.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The returned va locking screw was in 2 pieces with a clean break of the head and self-tapping threaded engagement length. The threads of the head were inspected under magnification and found to be non-concentrically deformed which is consistent with over angled installation/removal. The necessary forces to overcome the over-angled jamming of the screw are likely to have been in excess of that recommended. It is determined that excessive force was applied to the returned screw causing the head to break off. The method of use and not a design deficiency has led to this confirmed complaint description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that a variable angle screw broke into two pieces during a procedure to explant a prominent distal fibula plate. The surgeon removed the plate and used a curette to twirl the exposed shaft of the screw to remove it. The procedure was successfully completed with no reported surgical delay or harm to the patient. This is report one of one for (B)(4).

Event description:
A surgical delay of 14 ¿ 30 minutes was reported.